Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged a ghost bolus of 0.0 mg/dl had occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed a zero unit bolus had been manually programmed. The pump was run for 24 hours successfully. A ten unit normal bolus, and a ten unit audio bolus were performed successfully, and were accurately recorded in the pump history. No hypersensitive or stuck keys were found on the keypad. The history settings issue was unable to be duplicated during the investigation.